Event description:
The customer reported that the t: slim x2 pump battery was not charging, which led to a power source alert, alert 07, in the pump history. There was no adverse impact to the customer's blood glucose level. The issue resolved after the customer switched to a non-tandem charging cable, despite a recommendation to avoid using third-party supplies unless for troubleshooting. The pump began charging, and no further assistance was required. Tandem technical support agreed to send a replacement tandem charging cable via two-day shipping.